Event description:
During a difficult essure procedure in (B)(6) 2012, m.d. Placed both devices distally. During the hsg test, one device was not seen in fallopian tube. M.d. Performed a laparoscopy but could not find the device on the right side. It appeared to be behind bowel. X-ray confirmed that one device was lying cranial to right tube. Patient was asymptomatic but CT scan done in (B)(6) 2012 showed that device was positioned very close to uterus and ovary. To avoid any potential long-term complications of device possibly being in abdominal cavity, the physician decided to remove the device via laparoscopy and then perform a salpingectomy. During surgery, the device was found lying next to tube with no adhesions. Patient is doing fine.